Event description:
Contact initially reported that the tip of the threaded driver became stripped during usage. Examination of the returned driver found that the hexagonal tip of the instrument had in fact broken off. In 2008, it was learned that the hexagonal tip of the threaded driver broke off in a screw head during spinal surgery. The broken tip remains lodged in the head of the implanted screw. There were no adverse consequences to the pt.

Manufacturer narrative:
Examination of the returned threaded driver found the hexagonal tip of the instrument had broken off. The flutes on the remaining portion of the tip were twisted. Review of the device history record confirmed the lot met specification requirements when released to stock. The customer has acknowledge that excessive force was applied to the instrument during usage. Tip breakage appears to be related to user handling. At this time, the complaint is considered to be closed.